Event description:
It has been reported to philips that the allura system did not start up, it got stuck at 0:00. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the control unit for flex vision in the machine room's b cabinet was not starting up. Troubleshooting actions showed a problem with the flexvision pc. The fse replaced the flexvision pc and the hard disks, reinstalled the software and returned the system to use in good working order.